Event description:
It was reported that the patient's right atrial lead exhibited oversensing of noise. The noise was reproducible via isometric movements. No device intervention was performed. The patient was stable.